Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. It was reported that the coil was unable to be detached, that the coil protruded, and medical intervention was required. Analysis of the returned device was performed. The detachment zone of the delivery wire was examined and it appeared that the coil was detached by electrolysis. Evidence of procedural fluids on the detachment zone suggested that the coil was not completely detached by electrolysis and slight fracturing may have occurred. In addition, the coil delivery wire was kinked/bent, the main coil was tangled, the main coil was stretched, and the main coil was kinked/bent. The reported events of the coil being unable to detach, protruding coil, and required medical intervention were not confirmed during analysis, but the damages observed to the coil are indicative of the reported events. Based on the information available, the reported events, the fractured main coil, the tangled main coil, the stretched main coil, and the kinked/bent main coil were likely caused by procedural factors and the kinked/bent delivery wire was likely caused by handling damage during use.

Event description:
It was reported that the patient presented with an aneurysm in the anterior communicating artery. During procedure the coil (subject device) was attempted to be detached and upon retrieval of the detachment system it was noted that the subject device was not detached. The proximal part of the subject device was pending in the parent artery. The subject device was successfully removed with a snare device and no clinical consequences to the patient was reported.

Event description:
It was reported that the patient presented with an aneurysm in the anterior communicating artery. During procedure the coil (subject device) was attempted to be detached and upon retrieval of the detachment system it was noted that the subject device was not detached. The proximal part of the subject device was pending in the parent artery. The subject device was successfully removed with a snare device and no clinical consequences to the patient was reported.